Manufacturer narrative:
D9 - product received date 9/5/2025. H3/h6 - test data. One device was received for evaluation of the complaint that the pump alarmed error code 41786. The review of event log/alarm history found that there was not able to retrieve event log for error code kept alarming. The review of service history found there was no indication related to a service of the device within the review period. The visual and functional testing were performed. The probable root cause was the pwa board, and it was replaced, the error code disappeared. The performance verification testing was performed, and the unit passed all test criteria.

Event description:
It was reported that the pump alarmed error code 41786. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.